Event description:
It was reported that the device was explanted so it could be analyzed for performance and replaced with a new shunt.

Manufacturer narrative:
(B)(4). The valve was patent and passed siphon, reflux and leak testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by lab personnel. A review of the mfg records showed no anomalies. There was no impact to pt. All of our valves are 100% tested at the time of MFR.